Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were noted. A functional evaluation was conducted. Oil was dripping from the distal joint. The piston migration was at 2.2 inches. The complaint was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case-2021-00047371-1.

Event description:
It was reported that during set up or inspection for a procedure, the spider 2 tenet 7615 had a oil leak, and the malfunction operation sound was too long. It is unknown how the procedure was finished or if there was any delay. No patient involved at the moment of the incident. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.